Event description:
It was reported that the patient experienced an infection with an artificial urinary sphincter (aus). After a CT scan two balloons were located left sub-rectus from previous aus cases. The aus balloons were explanted and the aus cuff and pump were explanted on (B)(6) 2017. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.